Event description:
Event description guidant received information that this defibrillation lead and this implantable cardioverter defibrillator (ICD) exhibited out of range (high) impedance measurements one day post implant. Upon invasive prodcedure the lead was tested thru the pacing analyser and found to have normal measurements. The lead was reseated and connections were reestablished and impedance measurements returned to normal.